Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. The product was used for therapeutic treatment. The implanting operation performed included pelviscopic bilateral tubal ligation with electrocautery and pelviscopic burch colposuspension for treatment of the preoperative diagnosis of desired sterilization and urinary stress incontinence.